Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose over 400 mg/dl the night before the call. Customer also reported that the keypad was unresponsive and she received a no delivery alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.